Event description:
The iab leaked during insertion. Blood was noted in the tubing and the iab was removed. A second iab was inserted and the pt was sent to another facility for CABG. On 7/28/98, the following was reported to datascope: the balloon leaked insertion. An "irregularity" was probably between the gas line and the connection to the balloon. There was no attempt to pump the iab due to the amount of blood that was seen in the tubing after insertion. The iab was removed and another was inserted. There was no pt injury or complication as a result of the event. The pt was trasferred to another facility for CABG. [Event complications]: none from the event-reported 7/1/98, 7/28/98. [Pt's current status]: transferred-rpt'd 7/1/98.